Event description:
It was reported that this implantable pacemaker had stored atrial tachy response (atr) episodes. The atr episodes were actually oversensing of myopotentials with the longest duration lasting one to two seconds. It was noted the patient was asymptomatic. The noise was observed in clinic but was not sensed by the device. The physician will continue to monitor the patient. The device remains in service. No adverse patient effects were reported.